Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring part remained and could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring part remained and could not be deployed. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Corrected section: h6 - health effect clinical code corrected from no clinical signs, symptoms or conditions to insufficient information.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring part remained and could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #: (B)(6). The device was returned to the factory on 06/23/2020. An investigation was conducted on 06/29/2020. The loading device was not returned. Only the delivery device and seal were returned. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the seal. The tension spring assembly was observed inside the delivery tube with the entire seal outside the delivery tube. The white plunger was fully depressed and the blue slide lock was disengaged. The seal was observed to be deployed correctly, with no cracks or delamination observed on the seal. Measurements of the delivery tube were not taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.